Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found distorted cap after blood draw. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: defect: distorted cap found after blood draw. Quantity: 6. Impact: the specimen was sent to the machine causing the machine to get stuck.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. After review and analysis of the customer photo, no stopper defect is seen; however, the top of the tube appears to be damaged causing the stopper to have a different appearance. A tube defect was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for a tube defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found distorted cap after blood draw. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: defect: distorted cap found after blood draw. Quantity: 6 impact: the specimen was sent to the machine causing the machine to get stuck.